Event description:
User facility medwatch report was received on 9/25/2007, reporting an incident that involved the comfort flo device. Following a kink in the cannula, water was found in the tubing. The hospital disconnected the circuit to further drain the water. No pt injury was reported.

Manufacturer narrative:
Customer med watch report was received on 9/25/07. The report states that the cannula used at the time of the pt incident was kinked. The kink caused a backpressure in the concha system, causing water inside the column to overflow into the circuit. The cause of the kink was most likely due to pt/cannula/tube positioning during use.